Event description:
This event is reportable based on the product analysis approved in in 2009. It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the stent was unable to cross the lesion. A pci was performed using the femoral artery approach. The physician attempted to place a 2.25x16mm taxus liberte in the de novo, 70% stenosed target lesion located in the mildly calcified 1st diagonal branch, but was unable to cross the lesion. Ivus was not used, but a flush was maintained during the procedure. No patient complications occurred and the patient status was reported as "stable". However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint. A visual and microscopic examination found that the stent had moved 1mm distal to the distal markerband and the proximal edge of the stent was damaged. Struts on stent rows 1 to 3 from the proximal edge were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was rightly wrapped and was not subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.